Event description:
The customer reported a failure to shock in testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The symptom was duplicated. Replacement of the processor pca resolved the issue. The device passed testing and was returned to service.